Manufacturer narrative:
The insulin pump alarmed during the self test due to a faulty connector on the radio frequency board. The insulin pump had normal operating currents and no unexpected weak battery alarm was noted. The insulin pump passed the displacement test, rewind, basic occlusion test, and no unexpected low reservoir alarm was noted. The insulin pump had a cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.

Event description:
It is reported that a customer received an alarm on their insulin pump. The patient's blood glucose level was at 300 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.